Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No number scrolling anomaly was noted. However, corroded keypad traces were noted.

Event description:
The customer reported that the numbers on the insulin pump kept scrolling while she attempted to deliver a bolus. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 236 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.